Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, rewind and unexpected restart error test. Device alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to verify prime alarm due to motor error alarms. Unable to perform occlusion test, unexpected restart error test, prime test, excessive no delivery test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked case and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown 148 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. Customer indicated that the issue was resolved by a complete set change.